Manufacturer narrative:
Event date recorded: (B)(6) 2018. Additional information: the customer further reported that there was no patient involvement with respect to the product problem. Evaluation results: one cadd prizim was returned for investigation in good condition. The customer's reported product problem was verified. The pump was displaying a "wrong cassette" alarm message when the cassette was attached. Further inspection of the pump revealed that there was fluid ingression. The root cause of the product problem was determined to be fluid ingression. The downstream occlusion sensor was replaced in order to restore the device to a functioning state.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported. It was further reported that there was no patient involvement with respect to the product problem.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.